Manufacturer narrative:
The user reported significant discrepancies between their blood glucose (bg) readings and the sensor glucose (sg) values. The case was escalated to the next level of support, and the escalation response was communicated. After review, we confirmed that the system is functioning within expectations and agreed with the guidance previously provided to the user. No further action was required, as the user accepted the explanation. According to dms, the user is currently operating the system with up-to-date information. B4. Date of this report 16 nov 2025. G3. Date received by the manufacturer? 16 nov 2025. H6. Type of investigation updated to 4111. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 67.

Manufacturer narrative:
The user reported that the cgm displayed results that differed from glucometer measurements. The case was escalated to the next level of support, and the escalation response was provided.based on our review, we agree with statements shared with the user and can see that the system is working within expectations.no further actions are needed since the user agreed with the explanation of system provided. As per dms, the user is currently using the system with up to date information.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.